Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving morphine and clonidine (doses and concentrations unknown) via an implanted infusion pump. It was reported that the patient went through withdrawal because they let their pump go dry. The patient had an appointment to get the pump refilled but had a horrible migraine and were throwing up. The patient was in severe withdrawal for 2..5 weeks. The patient heard the pump alarming and it drove them crazy. The patient tried to get in to see the healthcare provider (hcp) sooner, but they wouldn't take the patient any sooner. The withdrawal occurred (B)(6) 2019 through (B)(6) 2019 and all stemmed from the same missed refill appointment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on (B)(6) 2020. It was reported that the empty pump occurred because the patient no showed for their appointment on (B)(6) 2019. The hcp rescheduled the patient for (B)(6) 2019, and then the patient called and rescheduled again for (B)(6) 2019.